Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported poor telemetry or no telemetry with recharging. It was reported that the patient was unable to charge. The patient reported that the recharger was fully charged but when trying to charge the implantable neurostimulator (ins), it won't connect or charge. The last time the patient charged their implant was one week ago. The patient reported that they were not getting stimulation. A reposition antenna screen was seen. It was reported that the patient couldn't communicate with another external device. The patient reported that the implantable neurostimulator (ins) battery went dead. The patient reported that they went to take care of their parents and didn't have the equipment to charge their battery so the battery went dead. It was reported that the patient was not communicating with the programmer or recharger. Relevant medical history includes post lumbar laminectomy syndrome and spinal p ain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.